Manufacturer narrative:
It has been determined that the event submitted on this report is a duplicate of the event submitted on report 9681839-2023-00035. No further reporting will be provided for this report.

Event description:
The customer reported elevated white blood cell (wbc) content in a filtered whole blood unit. There was not a transfusion recipient or patient involved at the time of the unit processing, therefore no patient information is reasonably known at the time of the event. The wbc count is not available at this time terumo bct is awaiting return of the disposable set for evaluation.

Event description:
The customer reported elevated white blood cell (wbc) content in a filtered whole blood unit. There was not a transfusion recipient or patient involved at the time of the unit processing, therefore no patient information is reasonably known at the time of the event. The wbc count is not available at this time terumo bct is awaiting return of the disposable set for evaluation.

Manufacturer narrative:
Investigation is in process, a follow-up report will be provided.